Event description:
Customer stated item caught on fire during surgery in 2007. The two cords were melted together where the cord meets the plug. They stated they heard a popping sound and the fire started. The customer uses this cord on bovie #5. Additionally, account stated the physician was doing a cholecystectomy on a female patient when the cord shorted out and melted into two pieces at the site where the cord meets the plug. The cord was replaced with a different cord and the case was completed without further incident.

Manufacturer narrative:
The device involved in the incident was returned for evaluation. The cord was severed immediately next to the bovie bushing. The cord was unsafe due to damage that was not caused by normal use. Near the severed location, there was a slight cut in the cord and a minor gouge on the bovie bushing. Device history review does not indicate any pattern of this failure. The exact cause for failure was not determined, however, the failure area could have been excessively stressed if the cord had not been properly removed from the generator.